Event description:
This is filed to report the clip becoming stuck in the chords causing a leaflet perforation and clip opening post deployment. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. During device preparation of the steerable guide catheter (sgc), there was loss of fluid column as soon as the dilator was inserted into the sgc. There was no patient involvement, and it was exchanged for a new sgc. The procedure began and one clip delivery system (cds 10816r117) was advanced and placed medially on the mitral valve. During deployment, after the clip was released from the cds, it opened to 25 degrees. However, the clip remained stable on the leaflets and the mr was reduced to a grade of 2+. A second cds (11014r259) was advanced to the mitral valve, and it was noted that there was shadowing due to the cds. While in the ventricle, the clip got caught in the chords because there was not enough height in the left atrium which made it hard to navigate. Standard troubleshooting was performed to maneuver the device back into the left atrium. However, it is believed to have caused a leaflet perforation. The physician proceeded with implanting the clip and it was deployed medially on a2/p2. After the clip detached from the cds it was noted to have opened to 20 degrees, but the clip remained stable on both leaflets and the procedure was complete. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system and the steerable guide catheter referenced are filed under a separate medwatch report number.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported imaging issue and clip becoming stuck in the anatomy is procedural conditions. The reported tissue injury is a cascading effect of the clip becoming stuck in the anatomy. A cause for the reported clip opening post deployment cannot be determined. The reported tissue injury, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott clinical engineer. The reviewer noted that ¿one (1) fluoroscopic video was provided in which two fully deployed clips can be visualized and no mitraclip system in view, indicating that the video was taken post procedure. Based on the incident details, the first implanted clip was placed medial (left side of the video) and the second clip is lateral (right side of the video); both clips were reported for clip opening during deployment after the clip detaches (releases) from the delivery catheter. The first clip (medial) is oriented such that the clip arm plane is completely perpendicular to the fluoro view; as such, the clip arm angle cannot be assessed. The second clip (lateral) briefly rotates in the video in which the clip arm angle can be visualized. The clip arms appear to be opened to ~20° - 30°; this is only an approximation based on a visual assessment with the naked eye and is not confirmed. However, it is apparent that the clip arms are opened beyond the fully closed position (~10°) per the instructions for use. Since no pre-deployment cine of the either clip was provided, it cannot be confirmed when, and by how much, the clips opened during or post deployment.